Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician planned for lead revision due to high lead impedance, high threshold and low sensing observed few weeks after implant. During surgery, all parameters were found to be fine after reconnecting the lead with the device. Lead and the device were kept implanted and active. Loose set screw was suspected. Patient&#38112;condition was good post-procedure.